Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the compact air drive device suddenly stopped working. The reporter stated that the physician heard a "click" and the device stopped. It was reported that there was no delay in the surgical procedure as an unspecified spare device was available and the procedure was successfully completed. It was reported that there was patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device did not run at all. It was noted the motor was frozen and blades were broken stopping the shaft from rotating .the assignable root cause was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.